Manufacturer narrative:
Correction: section d medical device brand name. A supplemental MDR was submitted to reflect the correct medical device brand name.

Event description:
It was reported when using the bd pyxis¿ medstation¿ es auxiliary tower, the door 3 was failed. The customer stated that issue occurred when user was trying to issue medication. There were no adverse events or injuries reported based on this incident.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported when using the bd pyxis¿ medstation¿ es auxiliary the door 3 was failed. The customer stated that issue occurred when user was trying to issue medication. There were no adverse events or injuries reported based on this incident.

Manufacturer narrative:
Additional information: section h imdrf annex codes. Correction: section h device manufacture date & section b describe event or problem a review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 18-apr-2023 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the system tower door 3 was failed. A field service engineer replaced the door latch to resolve the issue. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported when using the bd pyxis¿ medstation¿ es auxiliary tower, the door 3 was failed. The customer stated that issue occurred when user was trying to issue medication. There were no adverse events or injuries reported based on this incident.